Event description:
The complaint states that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. Product was also provided for investigation; however, investigation of provided product cannot confirm or dis confirm the allegation or determine a probable cause.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.